Event description:
The physician was using an endeavor resolute drug-eluting stent to treat a lesion in the lad. The device was inspected prior to use with no issues noted. The lesion was calcified and tortuous with 99% stenosis. The device was unable to cross the lesion. The device was removed and another device was used to complete the procedure. The device was returned to the manufacturing facility for evaluation and the stent was observed to be damaged. There no patient clinical sequelae. Device evaluation: there was a slight kink on the strain relief. The distal tip of the device was slightly stubbed. The stent was present on the balloon of the device between the marker bands. The 7th and 8th distal stent segments were stretched, damaged, and raised. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patients condition affected effectiveness of device (lesion exhibited 99% stenosis and was calcified and tortuous). (Deformation problem). Conclusion results: inherent risk of procedure (stent deformation). Device failure/lack of effectiveness related to patient condition (lesion exhibited 99% stenosis and was calcified and tortuous). (B)(4).